Event description:
There was white cell contamination in platelet product with the same serial number and no leukoreduction flag during oq of the system. Don: (B)(6) 2011.

Event description:
There was white cell contamination in platelet product with the same serial number and no leukoreduction flag during oq of the system. Don (B)(6) 2011.

Event description:
There was white cell contamination in platelet product with the same serial number and no leukoreduction flag during oq of the system. Don (B)(6) 2011.

Manufacturer narrative:
(B)(4). Investigation eval, root cause, and corrective and preventative actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation eval, root cause, and corrective and preventative actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation eval, root cause, and corrective and preventative actions are in-process. A follow-up report will be provided.